Manufacturer narrative:
Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; however, a potential lot number was determined from a review of the sales history for this customer. A device history record was performed on the catheter from the potential lot number and no relevant manufacturing issues were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the lines of the catheter are too soft. They kink spontaneously and the flow stops with a major risk when they are inserted again by the medical staff. The device is not kinked when they open the packaging.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the lines of the catheter are too soft. They kink spontaneously and the flow stops with a major risk when they are inserted again by the medical staff. The device is not kinked when they open the packaging.